Manufacturer narrative:
Insulin flow block and pump errors 68, 49, and 23 are confirmed in the unit¿s history file. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unusual unexpected error messages, insulin flow block, or pump errors 68, 49, or 23 were noted during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Finally no unexpected no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error and buttons lag, unexplained no delivery alarms while priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.